Event description:
The lay user/patient contacted lifescan alleging that the product was prompting the "error 1" message, which was unresolved with troubleshooting. The pt claimed that she developed symptoms of shakiness and disorientation 3 minutes before the alleged meter issue began. The pt denied receiving any medical treatment as a result of the alleged meter issue. The alleged meter issue was resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the alleged "error 1" issue. There is no evidence, however, that the alleged issue contributed to the pt's symptoms/injury. The pt claimed that her symptoms developed before the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a processor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.